Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and the starclose se clip was noted to be exposed on the clip delivery tubeset. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed as the device was observed to be partially deployed during analysis. A review of the lot history record (lhr) for the reported lot revealed there were no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. Based on the information reviewed, there is no indication of a product deficiency. This type of reported event will continue to be monitored per local quality system procedures.